Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the complaint form indicates there was a delay due to this event. How long was the procedure delayed? 10-15 minutes. Did this cause a change in the plan of care for the patient? No the device was received the upper jaw bent at the proximal side. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive," this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, when using at the uterus (which was very thick) the generator gave us the message (reposition palas). Then the surgeon was not able to close the jaws, he tried several times, then I advise him to take less tissue but then it gave us the same message again. After around ten minutes of trying then the generator gave us the message "replace the instrument." We had to open a new device and the surgeon felt very uncomfortable with the new device also, so they finish the surgery the competitor's device. There were no adverse consequences for the patient.